Manufacturer narrative:
The battery was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed through log file analysis since this event is related to the battery's mechanical connection. Analysis of the device could not be performed since the device was not returned for evaluation. Per the instructions for use (IFU): the controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that the patient's battery had a loose connection on both power ports of the controller. The battery was replaced with no reported patient consequence. No further information has been provided.